Event description:
It was reported that during a liver resection procedure the end of the device was getting warm and then the end felll off. Unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time